Manufacturer narrative:
The lens is not available to be returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. Hydroview iol was discontinued and is no longer manufactured by b+l.

Event description:
It was reported that a hydroview intraocular lens was explanted due to opacification. The lens was implanted in 2001. The lot and serial number were not provided, therefore, it has not been possible to determine whether the lens model is hydroview 1.0. This report refers to patient's left eye (od). Reference MDR# 1119279-2014-00079 for the patient's right eye. Additional information was requested, but has not been received to date.